Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the mid sfa of the left leg. The device was successful. A dissection occurred in the target vessel during the procedure and was treated with a medtronic stent. Investigator assessed that the reported event was not related to the study device or paclitaxel and was definitely related to the procedure. The event is resolved

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).